Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent. The stent and balloon were microscopically examined. The balloon was tightly folded with the stent secure. Microscopic examination revealed that the 3rd row of stent struts was flared, stretched and overlapping on the distal end of the stent. The shaft was kinked 17cm from the distal tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 32x4.00mm rebel stent was selected to treat lesion. During unpacking, the device was found to be defective as one of the stent struts was sticking up and did not flush against the balloon. No patient complications were reported.